Event description:
It was reported the xenon light source had emergency light failure error code e207. The issue occurred during preparation for use before a diagnostic cystoscopy procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The emergency light was faulty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by a faulty emergency lamp. However, the specific cause of the faulty emergency lamp could not be established at this time. Olympus will continue to monitor field performance for this device.